Event description:
It was reported that during a pediatric tibial osteotomy procedure, surgeon was inserting a 3.5mm cortical screw through a 3.5mm lcp plate by hand and the head of the screw popped off. The broken screw head was retrieved and discarded of by the account. The shaft of the screw remains in the patient. Surgeon completed the procedure with no further problems. No adverse effect to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 1 unknown screw original awareness date is (B)(6) 2012.